Event description:
On five separate occasions, a system component (acunav) failed to communicate with the ultrasound system. Replacing the catheters corrected the problem. At least one event occurred during an ablation procedure. No reported adverse events.